Manufacturer narrative:
The vascade 5f device was not returned for evaluation. Since the lot number was not provided the device's manufacturing records cannot be reviewed. No further investigation can be performed. The cause of the reported event cannot be determined. Per the vascade® vascular closure system (vascade vcs) 5f and 6/7f instructions for use " vascular injury is a complication that may occur and may be related to the endovascular procedure or the vascular closure."

Event description:
A patient underwent a diagnostic coronary procedure utilizing the vascade 5f closure device. Ultrasound guidance was used for femoral artery access. No abnormalities or device malfunctions were noted during the initial procedure. Following the procedure, the patient remained on bedrest in the unit. Approximately two hours later, while still on bedrest, the patient developed a hematoma at the groin site. Manual pressure and a femostop device were applied in an attempt to achieve hemostasis. Despite these efforts, a CT angiogram (cta) performed one hour later revealed a large, active femoral artery bleed. Vascular surgery was consulted, and the patient was subsequently taken to the operating room for intervention. The patient remained hospitalized for four days before being discharged. However, due to persistent groin pain and swelling, the patient returned to the facility and was readmitted for several days. The patient has since been discharged.